Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there is a piece of distal tip missing.

Manufacturer narrative:
The product was received and evaluated by the OEM and the failure mode was confirmed. According to OEM: visual inspection: scope was evaluated by eye, with eye loupe to determine the scope has piece of distal tip missing. Functional inspection: the distal tip has fiber and outer tube damage. The fiber damage is severe enough to allow moisture into the scope when sterilized. Based on the OEM service record the reported failure ¿piece of distal tip missing¿ was confirmed. According to OEM: actual failure mode(s): fiber, outer tube. Root cause(s): damaged distal tip fiber and outer tube damage occurred during use / handing by the customer. Manufacturer error: no. Failed part/component(s): fiber, outer tube. In sum, the product was returned and the failure mode was confirmed by the OEM.

Event description:
It was reported that there is a piece of distal tip missing.